Event description:
------

Manufacturer narrative:
Additional information was received in (B)(4) 2011 that this lead had not been explanted in 2010 as originally reported. The physician had just cut the leads and they remained in the patient. Over time, the suture sleeves fell off the leads and migrated up to the pocket area and started to erode through the patient's skin. The pocket was recently reopened to explant these previously abandoned leads. However, when the pocket was opened, the sutures sleeves fell on the floor and the leads could not be accessed and remain in the patient's body. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had been experiencing a stinging sensation near his pacemaker pocket. The sensation was only occurring once in a while for approximately one second, two to three times per day. (B)(6) later, it was reported that this pacemaker had eroded through this patient's skin. The entire system was explanted and replaced without further incident.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.